Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for an elective ICD upgrade due to non-ischemic cardiomyopathy (nicm) aggravation and myocardial irritability from underlying rv pacing. The device was explanted and replaced.